Event description:
Complainant received that the right foot caster continues to roll when brake is activated. No injury reported.

Manufacturer narrative:
Technician isolated problem to missing brake disk on the caster. Replaced the right foot caster to resolve this issue. Stretcher located in bed repair shop.